Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned product identified that the fiber was received in one piece. Microscopic inspection of the tip indicated it was degraded. Visual inspection of the fiber body did not exhibit any breaks. There was no light exiting the connector face and no aim beam exiting the fiber tip. The connector had burn marks, confirming the reported complaint. The observed condition of no light distorted exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup, use, or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed.

Event description:
It was reported that during a ureteroscopy procedure, the room reported that the fiber stopped working effectively about 5 minutes into the procedure. The fiber was replaced, and it worked effectively. The same event occurred other day to three additional fibers. The blast shield was changed to finish the cases successfully. There was no patient complication. After that, the fiber was returned for evaluation and the investigation determined that there is an internal connector fracture.